Event description:
This device was being explanted during an upgrade and it was reported the device went into backup mode. It was suspected that cautery performed while opening the pocket during the procedure may have been the cause. When the device was removed from the pocket, pacing support was lost given the change to unipolar pacing and sensing during backup mode. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was returned for analysis. The device was inspected visually revealing burn marks on the pacemaker can resulting from the usage of an electrocautery tool during the reported upgrade procedure. The pacemaker was subjected to an electrical incoming inspection and the pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on november 16, 2021, as a result of the detection of invalid memory content. After re-initialization with the programmer the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as the usage of the electrocautery tool could be taken into consideration. After a re-initialization, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.